Event description:
It was reported that during a tendon repair, the surgeon had to change from a single incision to a double incision in order to complete the case. According to the reporter, after implanting a bio-tenodesis screw, the driver was pulled out and the screw came back out with the driver; still attached. On the second attempt, when removing the driver, the screw was stuck to the shaft of the driver (could not be removed). The surgeon changed to a double incision and completed the case with a ¿button¿. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Patient demographics (date of birth and weight) were requested but not provided.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the device was received and an evaluation was conducted. The complaint was confirmed. The driver was returned with a broken screw on its hex drive. The driver functioned and rotated without any problems. The driver and screws hex drive were dimensionally within their specifications. Device history record revealed nothing relevant to this event.based on the information provided and device evaluation, the most likely cause(s) of this event is improper bone preparation.this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.